Event description:
It was reported the patient experienced an inflammatory mass. No symptoms, drug or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.